Event description:
The reporter stated that the surgeon inserted a 14.0 diopter, aq2010v three piece silicone lens and the lens haptic tore upon insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove from the eye. Surgery was completed with another lens and a suture was required to close the wound. The cause of the lens haptic tearing was due to it being caught in the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection shows that there is a piece of the lens optic that is torn off and missing and the rest of the lens optic is torn. Clear surgical residue/debris on the product.